Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The unit was installed into an in-house system and powered on. The red led appeared. The complaint regarding e-100 generator having non-recoverable fault was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting e-100 generator errors, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator due to the non-recoverable fault. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the e-100 generator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted radical cystectomy w/ ileal conduit surgical procedure, the e-100 generator had non-recoverable faults during the procedure. Fse confirmed the issue and the e-100 generator was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ ileal conduit surgical procedure, an intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for assistance by a nurse because the e-100 generator was not working. The tse recommended the caller check the power and instrument status leds at the front side of the e-100 generator. Both were solid red indicating a non-recoverable fault. The caller stated that the e-100 generator was already power cycled which did not solve the problem. The tse requested the caller remove the power plug and push the power button (to drain excess energy), but this did not solve the issue. The tse advised the caller that if needed, they can switch the vision side cart (vsc) with that of one of their other systems (after tse confirmed that software versions on all systems are the same). The caller stated that the surgeon was continuing the surgery using the erbe generator instead of the e-100 generator. The procedure was completing as planned with no patient injury intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system. The system initially powered on without errors. The procedure was successfully completed with the erbe generator.